Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced infection, discomfort, purulent discharge/pus redness and wound dehiscence associated with a newly implanted implantable pulse generator (ipg) and chronic pacing leads. As a result, the patient was scheduled for explant of the system. It was noted that there were no difficulties during extraction of the right ventricular (rv) lead using a mechanical rotating dilator sheath. During the extraction of the right atrial (ra) lead using the same dilator sheath, the superior vena cava (svc) was damaged, and the blood pressure dropped. A bridge balloon was inflated to stop the bleeding. Perforation or svc tear was not confirmed at the specific moment. Therefore, a leadless implantable pulse generator (ipg) was successfully implanted because the patient was in heart block. The patient was transferred to the operating room in stable condition. It was reported that the patient experienced tamponade. Pericardiocentesis and sternotomy was performed and a tear was noted in the svc. Due to the degree of damage to svc, the bleeding could not be stopped and the patient died.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.